Event description:
Treatment of a stroke at the left m1 m2. It was reported that the patient underwent a successful mechanical thrombectomy a couple of weeks ago without being heparinized afterwards due to her preceding clinical course and the suspicion that she had an infarcted volume in the affected territory. She was improving clinically; however, she deteriorated within 12-18 hours of the successful recanalization. A repeated cta (computed tomography angiography) showed an m1 plug in the same location, but more proximal and more extensive than the original occlusion with worse filling of collaterals. Another successful recanalization procedure was performed on the patient, but the patient was assumed to be hypercoagulable due to the cancer and there must have been in situ thrombosis at the site of the solitaire deployment. It was also believed that there was damage to the intima wherever the solitaire passed through the intracerebral artery. It was reported that the second occlusion caused the patient to develop an infarction of the mca (middle cerebral artery) and she was discharged to hospice in critical condition. Subsequently, it was reported that the patient expired.

Manufacturer narrative:
Updating MDR with additional information received on (B)(4) 2013 stating that the cause of death was due to a stroke and brain swelling.(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).